Event description:
Additional information was received that surgery had occurred. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
It was initially reported that the patient had 9 seizures in (B)(6) and 9 seizures in december. It was unclear at that time if the patient was having an increase or this was part of their normal seizure pattern. The patient is being referred for a prophylactic generator replacement. It is unknown of the replacement is related to the reported seizures. Surgery has not occurred to date. Follow-up indicated that the patient was having an increase in seizures but it was unknown if they were above pre-vns baseline. The seizure frequency is based on that the patient's mother reports to the office and is unclear how accurate that she keeps a record or if it is consistent. No further information was provided. Good faith attempts have been unsuccessful to date.

Event description:
Additional information was received that indicated that product analysis was completed on the generator. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.